Event description:
This will be filed to report a death. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with a prolapsed anterior leaflet. One clip was successfully deployed on the mitral valve. To further reduce mr, a second clip (30410r1012) was inserted, but became caught on chordae. Troubleshooting was performed and the clip was able to be freed. The clip was then deployed on the mitral valve, reducing mr to a grade of 1. Two days later the patient expired. The cause of death was unable to be determined, and the mitraclip device relationship could not be ruled out. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult or delayed positioning (anatomy) associated with the chordae entanglement could not be determined. The cause of the reported death / expired (cardiac death) could not be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was further reviewed by an abbott global medical affairs director. The reviewer stated, ¿despite requests, we did not receive adequate information which would allow us to determine the exact cause of death and it will be classified as undetermined based on the available data.¿